Manufacturer narrative:
The device was not returned for evaluation. The william cook australia medical director reviewed the supplied imagining and confirmed the separation between the zfen-p and zfen-d being the cause of the endoleak. Work order ac1008611 was reviewed and appears complete and correct. The IFU states that the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established, and all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, component migration. Based on the information provided, the root cause of the difficulty reported by the healthcare facility is unknown.

Event description:
The proximal and distal pieces have separated, creating an endoleak. The physician placed a bridging piece (an alpha thoracic piece) to bridge the separation successfully.

Event description:
The proximal and distal pieces have separated, creating an endoleak. The physician placed a bridging piece (an alpha thoracic piece) to bridge the separation successfully.